Event description:
It was reported that after the patient underwent a coronary bypass, the patient was externally electrically shocked due to atrial fibrillation. The pulse generator exhibited backup vvi operation after. After a device software download, normal device function resumed. The patient was noted to be fine after the event.